Manufacturer narrative:
Mpo was made aware of revisions for mal-alignment from a german registry report (eprd). Specific information for each event is not available. Implantation methods are documented within product-specific surgical techniques. Trending does not reveal an increase in risk level for this part family. There is insufficient information available to perform any further investigation.

Event description:
Allegedly, eprd reported 2 new complications for poly liner procotyl p (2 malposition /malalignment events). Revision surgery. No further information was reported.this incident is capturing 2 malposition / malalignment events.